Manufacturer narrative:
It is unk if a sample is available for eval. If a sample is returned, a supplemental report will be filed upon completion of the investigation. Pir# (B)(4).

Event description:
It was reported that the bd micro fine insulin pen needle a consumer had used to give himself insulin leaked. The consumer was admitted to a hosp and treated for diabetic ketoacidosis. It was also reported that the pt's condition was stable after receiving treatment.